Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered 1134 recoverable errors on universal surgical manipulator (usm) 1 during setup. The caller tried recovering from the error, but it kept returning. The technical support engineer (tse) walked the caller through a hard power cycle of the robot, but that did not clear the error. The tse advised that they could disable the usm and proceed with the case using the other 3 system arms. The tse also advised that they could swap out the robot if they wanted to utilize all 4 system arms. They caller informed they would talk to the surgeon to see how they would like to proceed. There was no reported patient harm or involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse booted up the robot and was able to duplicate error 32101. The fse moved the robot another operating room and began troubleshooting. The fse replaced universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 32101 error was confirmed and replicated. The 32101 error was found in the field error logs pointing to acm with the p-value of 256, indicating a motor fault and confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed and tested onto a patient side cart fixture test platform (pftp) and failed power up manip with 32101 error triggered. Axes controller motor (acm) printed circuit assembly (pca) was aba tested and verified to be the source of the fault. Failure analysis identified the acm to be the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.